Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure on the ilet while the dexcom mobile app continued to receive glucose values, indicating the sensor was functioning and the issue was limited to pump-to-sensor communication. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical intervention. User support included guided troubleshooting to toggle settings, re-enter the pairing code, reduce competing bluetooth connections, and perform a pump restart followed by code verification. Investigation of this case revealed successful resolution after eliminating app-to-sensor bluetooth priority and reinitiating the pairing sequence, consistent with a pairing or connectivity issue between the ilet and the dexcom g7 sensor rather than a sensor or pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was bluetooth communication interference from a concurrent mobile app connection, resolved through standard pairing and app management steps.